Manufacturer narrative:
Analysis of the pump noted the pump was returned alone with no catheter. Gear wheel three was found to be missing teeth, causing the stall. Residue was also seen on the m1 feedthru. This residue did not affect the performance of the pump. M1 vs bulkhead resistance was greater than 10 meg ohm. Pump motor gear train anomaly/corrosion and-or wear and-or lubrication was noted.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported a motor stall occurred. The patient had contacted the health care provider's (hcp) office 'this morning' and 'felt like they were having withdrawal symptoms.' It was reported the patient had not recently had an MRI, but the reporter was going to double check with the hcp. The hcp tried to program out of the motor stall but the pump continued to show a stall. It was later reported the patient showed withdrawal 'syndromes.' The pump was replaced the following day. The pump was interrogated after the explant and the logs showed a motor stall recovery occurred. It was reported there was no harm, injury, or death to the patient. The device system had been used to deliver morphine and clonidine.